Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was removed from patient's left, as a chunk of it was missing from the middle of the iol. It was discovered once it was implanted. The lens was removed and replaced with same model and diopter back up lens in the same procedure. There was no patient injury. No other medical or surgical interventions were required. Patient¿s outcome was good. No further information is available.